Event description:
It was reported that the device leaked a silver fluid during a wrist procedure. The fluid was seen on the pt's skin, it is unk if any entered the surgical site. The site was cleaned and there were no allegations of adverse consequences. The pt was not prescribed any additional medication as a result of this event, and there were no signs of infection at the time of this report.

Manufacturer narrative:
According to the investigation details, the ball retainer assembly failed and there were brass colored shavings coming out of the device near the lever.